Event description:
The customer reported being hospitalized and there is a large crack on the bottom of the insulin pump. The customer noticed when she went to prime and started to push away from the body of the device. The caller stopped the process and called the helpline. Advised to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.